Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. It was reported that the customer had high blood glucose levels of 28.7 mmol/l and the sensor glucose was 2.2 mmol/l. Customer stated other blood glucose value was 10.2 mmol/l. Insulin delivery was suspended due to sensor values and blood glucose difference. Suspend on low limit in sensor settings was 4 mmol/l. Customer stated they experienced high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump. Customer experienced symptoms such as nausea, vomiting. Customer did not insulin allege pump was under delivering. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis. Ozo-mmt-7008-snsr. Frn-mmt-332-rsvr.